Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after working outside with the pump. The customer had removed the cartridge and placed it back on the pump. Reportedly, there was a delay in clearing the alarm. However, the customer was able to clear the alarm and resume the pump while contacting tandem technical support. The customer's blood glucose level was not impacted.